Event description:
It was reported that cartridge leaked insulin twice on same day while being filled on pump at cartridge septum. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and technical support provided education to fill cartridge before loading onto pump and arranged replacement for affected cartridge.